Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had high impedance and increased thresholds. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information:d6 product event summary:the partial lead was returned in segments, analyzed, and analysis was performed and no anomalies were found. The setscrew marks on the connector pin were too proximal and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.the visual summary analysis of the lead indicated apparent explant damage and the lead indicated stretching.the analyst also noted: there are two sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and one set is in the correct position. It cannot be determine when but, at some time, the lead was not fully inserted into the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.